Event description:
Complainant alleged that while attempting to monitor a female pt (age unknown) being treated for injuries sustained in a motorcycle accident, the device self discharged. Complainant indicated that the pt subsequently expired. Complainant indicated that the subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.